Manufacturer narrative:
Investigation into this event found that calibration data and qc results were acceptable on the day of testing. Results for additional hepatitis marker assays (hav igm, ahbc and ahbc igm negative) correlated between labs and methods. Datalog files are not available, and there is no sample remaining for further testing. The root cause of this event is unknown.

Event description:
A customer observed false negative hbsag results for multiple samples from a patient tested on the vitros eci analyzer. Other OEM methods at alternate facilities yielded positive results for hbsag. False negative results could result in inappropriate physician action. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.